Manufacturer narrative:
Philips investigation is on-going. Philips will provide another report in 30 days.

Event description:
It was reported to philips that images in vue pacs were unavailable to radiologist to read due to loading error and black screen for a patient that underwent a cta of the abdomen/pelvis for occult gi bleed. Patient expired shortly after the scan. The device was in clinical use at the time of the event. Philips has started an investigation of this complaint.

Event description:
It was reported to philips that images in vue pacs were unavailable to radiologist to read due to loading error and black screen for a patient that underwent a cta of the abdomen/pelvis for occult gi bleed. Patient expired shortly after the scan. The device was in clinical use at the time of the event. Philips has started an investigation of this complaint.

Event description:
Philips company received a complaint on 26-sep-2024 regarding the vue pacs system. The report stated that a radiologist experienced a loading error (black screen) while attempting to access images from a cta (CT angiography) of the abdomen/pelvis for a patient suspected of an occult gi bleed. Unfortunately, the patient passed away shortly after the scan. Investigation summary: system functionality and use: investigation and review of logs from the incident concluded that: the cta (computed tomography angiography) images arrived in the vue pacs and appeared in the worklist with the correct priority. The on-call interventional radiologist accessed the study on the first attempt approximately 15 minutes after upload, reviewed the images, and performed line measurements as per system logs. This was confirmed by the customer and shown in the log. The customer confirmed that the patient¿s deterioration was already known, and patient care was provided. A second off-site radiologist encountered a loading error and black screen when attempting to view the same study 40 minutes after. Efforts to obtain additional information: the company made multiple good-faith efforts (gfes) to request additional information from the customer, including clinical questions, workstation details, and context on the access issue. The customer provided only limited information and did not completely respond to follow-up requests, preventing a full analysis. Conclusion: the investigation determined that: the vue pacs system functioned as expected for the on-call radiologist, who accessed and reviewed the study without issues. The inability of the second radiologist to access the images did not result in a delay in patient care. Despite repeated gfes to obtain additional information, the investigation remains inconclusive due to the lack of a detailed response from the customer. If any additional relevant information is received, the case will be reopened, and the conclusions will be re-evaluated accordingly.